Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device was functioning within specification. A review of the device logs revealed a drain volume that meets the iipv (increased intra-peritoneal volume) criteria. With reference to the iipv decision tree, the cause for the iipv found in the logs was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during drain cycle 5. The programmed fill volume was 2400ml and the total drain volume was 4260ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.